Event description:
In the course of troubleshooting the device, the pt was instructed to remove the sensor battery. However, when the pt removed the battery he stated that it was very hot to touch, and it burned him slightly.

Manufacturer narrative:
Device returned to manufacturer for further evaluation. Results pending. Associated accessory device: monitor. Model # com001. (B)(4).